Manufacturer narrative:
Product event summary: the device was not returned for analysis; however, performance data collected from the device was received and analyzed. Evaluation of the data revealed the device had reached elective replacement indicator (eri) status on (B)(6) 2012 due to a memory lock-up condition. The condition was released as the eri condition was not visible anymore during the evaluation on the simulator.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during device interrogation, the programmer application did not launch automatically. A manual search was performed for the device model and when the application launched, there was a message of elective replacement indicator (eri). It was noted this seemed to be a measurement lock-up eri. The patient is in permanent atrial fibrillation and did not seem to be symptomatic with the change to vvi. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.